Manufacturer narrative:
The patient has a known history of allergies related to adhesive tape and dermabond as well as diagnosis of fibromyalgia, it is unknown how these factors may have contributed to the itchy sensation at the implant location. The itching was reported both with and without use of the nalu adhesive clips, so it does not appear that the clips were a source of the issue.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat left lower extremity pain. The implantable pulse generator (ipg) was placed in the anterior thigh area with the leads targeting the popliteal fossa nerve. The patient used the system for a short time before reporting constant itchiness at the site of the ipg and the leads. The physician verbalized a possible allergic response to the implant. On (B)(6) 2026 a full system explant was performed.